Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Device problem code: (B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1, -10.00 diopter, implantable collamer lens into the patient's right eye (od) on 01/sep/2021. The lens was replaced with a longer length lens due to low vault on 19/oct/2021. This resolved the problem.cause of the event is reported as unknown.